Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a paroxysmal supraventricular tachycardia procedure, blood leaked out from the hemostasis valve. The procedure was completed without replacing the device, and there were no adverse consequences to the patient. The hospital discarded the device.